Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. Upon further investigation, the upstream occlusion (uso) seal was also found to be delaminated. The uso seal was replaced. The pump also failed the downstream occlusion test. It could not alarm due to a bad camshaft. The camshaft was replaced as well as the dso sensor and pwa board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a torn and bubbled downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.